Manufacturer narrative:
(B)(4). Date sent: 9/25/2020. Updated investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported issues. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2020. Batch #: t94v9p. Additional information was requested and the following was obtained: the shaft became heated and the target tissue turned white. The device touched to the target tissue during the activation, and a part of the target tissue had been touched to the blade. According to additional information received. Are you referring that the device did not have the expected effect on the target tissue? Or that the device burn the tissue without being activated? =>when the device activated the shaft part of the device accidently touched to the tissue and the tissue turned white. The discolored tissue was about 2 cm x 2 cm. The surgeon commented, "not only the shaft but also the root of the blade may have touched it." The patient's condition after surgery was normal. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported issues. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported , during a thoracoscopic partial pneumectomy, the shaft became heated and the tissue heated. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.